Event description:
It is reported that the pt's left knee was revised due to pain.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the component is unk. Surgical notes were not provided. X-rays were not provided, it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unk. Compatibility was reviewed with no issues noted. A definitive root cause cannot be determined with the info provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Manufacturer narrative:
Other device used: catalog #00598005701, nexgen stemmed tibial component, lot #61783570, manufactured at zimmer b.v., (B)(4); catalog #00111214001, palacos r bone cement, lot #72384289, this bone cement is manufactured at heraeus medical and distributed through zimmer orthopaedic surgical products. Updated information received via operative notes. Review of the primary operative notes does not indicate root cause. Excellent range of motion was reported with stability in all ranges including mid-flexion. The cement was allowed to cure with the knee in full extension and excess cement was removed. Review of the revision notes indicates the tibial and femoral components were loose and both were explanted. A description of the condition of the explants was not provided. No evidence of inflammation or synovitis was noted. Root cause remains unknown.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned device shows signs of use on the femoral and tibial components. Both devices had bone cement remaining on the backside. A definitive root cause cannot be determined with the information provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
From additional information received, it was reported that patient was revised due to pain and loosening of the femoral and tibial tray. All components were removed and replaced.